Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B61396) inserted for female sterilisation. The patient's medical history included uterine fibroids, blood transfusion, morbid obesity, fatigue, dizziness, shortness of breath, vaginal bleeding, abdominal pain, anemia, endometrial polyp, uterine bleeding and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: trailing coils: right: 4 left: 4. Justification for procedure: female with abnormal uterine bleeding requiring 3 prior admissions. For blood transfusions. The patient now is desiring definitive surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding lot number: b61396 manufacturing date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B61396) inserted for female sterilisation. The patient's medical history included uterine fibroids, blood transfusion, morbid obesity, fatigue, dizziness, shortness of breath, vaginal bleeding, abdominal pain, anemia, endometrial polyp, uterine bleeding and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: trailing coils: right: 4 left: 4. Justification for procedure: female with abnormal uterine bleeding requiring 3 prior admissions for blood transfusions. The patient now is desiring definitive surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number, medical history added. Event medical device removal updated to event pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.